Event description:
Acute synovitis (right knee) [acute synovitis] ([injection site joint pain], [injection site joint swelling], [stiff knees], [injection site joint warmth], [injection site joint erythema], [injection site joint effusion]). Case narrative: this case is linked to case (B)(4) (multiple devices, second injection right knee). Initial information received on 08-jan-2021 regarding an unsolicited valid serious case from a pharmacist via health authorities of united states under reference mw5097717. This case involves an adult patient (gender: unknown) who experienced acute synovitis (right knee), after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc) (third injection in right knee). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. In (B)(6) 1999, the patient received third injection of synvisc (hylan g-f 20, sodium hyaluronate) injection liquid (solution) (strength: 16 mg/ 2 ml) in right knee via intra-articular route (dose, frequency, indication and lot - unknown). Information on batch number was requested. On an unknown date in 1999, after an unknown latency, the patient developed more severe reactions to synvisc after third injection with increased joint pain (injection site joint pain), swelling (injection site joint swelling), and stiffness (joint stiffness), some joint heat (injection site joint warmth) and erythema (injection site joint erythema), and small amount of effusion- 6cc (injection site joint effusion) which were assessed as acute synovitis (synovitis). Symptoms continued for 2 days after third injection. Not suggestive of infection. Events was assessed as medically significant (serious injury). Action taken: not applicable. It was not reported if the patient received a corrective treatment. The patient outcome is reported as unknown. Product technical complaint (ptc) was initiated with global ptc number (B)(4) on 08-jan-2021 for product. Batch number; unknown device not returned. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA (corrective and preventive action) was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr (non-conformance report) process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Final investigation complete date: 28-jul-2021. Follow up information was received on 08-jan-2021 from the other healthcare professional. No significant information was received. Global ptc number was added. Additional information was received on 28-jul-2021 from healthcare professional. Global ptc results and number added. Formulation and strength updated. Text was amended accordingly.